Event description:
It was reported that the patient presented to the emergency department with shortness of breath and was diagnosed with congestive heart failure (chf). It was noted that ventricular under sensing causing over pacing was observed on the pacemaker and right ventricular (rv) lead on remote transmissions and this was confirmed during a visit in clinic. Programming changes were made. The patient was stable.